Event description:
Device complication: none reported. Adverse event: sudden onset of slurred speech, left facial droop, confusion/agitation, left-sided weakness. Time of event: post procedure. It was reported that after the patient underwent stenting of the ric, the patient experienced a sudden onset of slurred speech, left facial droop, confusion/agitation and left-sided weakness. It is noted that the patient has a history of stroke and tia. A head CT revealed a right basal ganglia reperfusion hemorrhage, which resulted in prolonged hospitalization. No additional information is available.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. B5: capture 2 study event. Interna,l file number - 82877/1:during processing of this complaint, quality assurance attempted to obatin complete event information, including patient information and patient status, from the hospital, field contact or distributor.